Event description:
A medtronic representative reported while in a cranial surgery, the surgeon was having difficulties with the software exiting and the system shutting down in navigation. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no impact on the patient outcome.

Manufacturer narrative:
No parts/data have been returned to the manufacturer.